Event description:
Patient reported that there have been 3 times that the tubing has broken at the luer/tubing connection. She stated that on all 3 occasions she has dropped the infusion delivery device and it stretched the tubing and it broke at the tubing/luer lock connection.